Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that the patient underwent mesh revision/removal due to erosion on (B)(6) 2009, (B)(6) 2011 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2009, due to eroded mesh with recurrent uti. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced expose vaginal mesh, urge urinary incontinence and chronic constipation. It was reported that patient underwent repair of extrusion of the anterior vaginal wall secondary to postoperative hematoma on 2008. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent cystoscopy on (B)(6) 2012 due to chronic cystitis. It was reported that patient underwent diagnostic cystoscopy and botox injection on (B)(6) 2013 due to chronic uti¿s, incontinence, detrusor overactivity and retained vaginal mesh seen at the 6 o¿clock position in the urethra. (B)(4).